Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with over-infusion of +10.35%. There was no patient present during the event. The issue occurred during testing. There were no adverse events reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The investigation recommended that the pump expulsor assembly be replaced as a preventative measure.